Event description:
It was reported that during the pre-test when foley catheter sterile water was injected, sterile water leaked from the tip of the catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual inspection noted the catheter balloon was damaged.; however, despite the damage, the balloon was able to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution immediately leaked out of the eyelets. The balloon was dissected and found to have a completely perforated notch. The inflation funnel was also dissected, and pin gauges 0.024¿ and below could freely pass through lumen. 0.025¿ - 0.035¿ required some effort, 0.036¿ and above could not pass through. Based on physical sample received this is out of specification per inspection procedure (B)(4) , revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test when foley catheter sterile water was injected, sterile water leaked from the tip of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.